Event description:
Related manufacturer reference number: 3006705815-2022-15216. It was reported the patient was unable to set the ipg to MRI mode due to high impedances on one lead. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Note: it is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.